Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited r-wave amplitude variation and low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of r-wave amp variation and low pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.